Event description:
It was reported that the patient presented for follow up in clinic. Device interrogation revealed multiple episodes of non-sustained right ventricular oversensing due to noise exhibited by the right ventricular lead. No interventions were performed. There were no patient consequences.

Event description:
New information received notes that the lead was capped and replaced on (B)(6) 2021. There were no adverse patient consequences reported.